Manufacturer narrative:
Manufacturer narrative: the customer reported the device is showing communication loss on all receivers. The biomedical engineer says there is a red led on the org. Biomed has tried power cycling the org. Biomed says the termination on the network cable is soldered into a board. This hospital is set up on its own infrastructure. Powercycling fixed the communication loss issue. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.

Manufacturer narrative:
Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported the device is showing communication loss on all receivers. The biomedical engineer says there is a red led on the org. Biomed has tried power cycling the org. Biomed says the termination on the network cable is soldered into a board. This hospital is set up on its own infrastructure.